Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported a myopic outcome in a patient who was implanted with the micro-glaucoma stent device. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic outcome; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There was no mention of surgical complications associated with device implantation and no mention of device failure. Likewise, no information was provided regarding the intraocular lens (iol) a-constant and biometric data used to determine the iol diopter implanted during the same procedure, which could be associated with a myopic outcome. Possible root cause is that anterior chamber shallowing with transient forward iol movement is an established risk associated with device use, which is clearly detailed in product labeling. The manufacturer internal reference number is: (B)(4).